Manufacturer narrative:
The returned device was evaluated and the investigation found a hole in the extended portion of the cannula. However, after turning the ratchet gear, insulin was observed exiting the hole and the distal tip of the soft cannula. The customer did not report that the cannula appeared abnormal or that the device was leaking so it could not be determined how or when the soft cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 349 mg/dl while wearing the pod worn between 24 and 36 hours on the leg. Infusion site was noted as bleeding, however, patient did not report any damage to the cannula. As treatment, patient replaced the pod. Device has been returned, investigated, and a damaged cannula has been identified.